Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient felt chest pain and the doctor gave her a prescription. The patient complained of pain again around the device. The family stated they will call the clinic and discuss having the device checked. After follow up with the clinic the nurse stated the patient has not been seen but will schedule a transmission. No further patient complications have been reported asa result of this event.